Manufacturer narrative:
Citation: kuo et al. Melody valve implantation within freestyle stentless porcine aortic heterograft. Catheterization and cardiovas cular interventions. Epublished nov 26, 2016 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding implant of a medtronic melody valve into a medtronic freestyle heterograft. All data was collected from a single center between the time frame of june 2012 and june 2015. The study population included 22 patients (gender not provided, mean age 14.5 years, 52.4 kg) with previously implanted freestyle heterografts, 19 of which were implanted with a melody valve. No serial numbers were provided. Among the 22 patients with a previously implanted freestyle these adverse events occurred: increased gradients, calcification (7 mild, 8 moderate, 4 severe), 15 pulmonary stenosis, 1 pulmonary insufficiency, 3 coronary compression, 3 pulmonary stenosis/insufficiency combined. It was also noted that the heterograft leaflets were noted as thickened or barely mobile. Of these 22 patients, 19 required intervention with implant of a melody valve. Among the 19 patients implanted with a melody valve these adverse effects occurred: 2 balloon deflation recoil from the ensemble delivery system which required an additional stent, 1 balloon rupture of the ensemble delivery system due to inadvertent over-inflation which required surgical removal of the delivery system, and 5 valves had mild pulmonary insufficiency at 36 months post-implant. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.